Manufacturer narrative:
Device alarmed a35 during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test due to a35 alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had received motion sensor test failure error. The customer's blood glucose level was 300 mg/dl. The customer was assisted in troubleshooting. The customer reported that she was able to clear the alarm but was not able to complete the insulin pump rewind. The customer was advised to revert to back up plan. The insulin pump will be returned for analysis.